Event description:
In june 7, 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving the error 2 message. The medical affairs specialist (mas) spoke with the pt on july 12, 2006 to obtain and verify information. In 2006 the pt had obtained the error 2 message on the reported meter, she did not obtain a blood glucose result. The pt did not test her blood glucose levels for one month. The pt has no backup meter, and so did not test her blood glucose level using another device later on the pt obtained a blood glucose reading of 284 mg/dl using a co-worker meter. Following this result, the pt visited her physician, but received no teatment 5 days later at 6:30 pm the pt experienced the symptoms of fatigue, dehydration, frequent urination, thirst, and then discharged from the emergency room. During the month the pt was unable to test her blood glucose level, she continued to take her normal meals and medications. The pt takes the oral diabetes medications glucovance (metformin-glyburide) and actos (pioglitazone), doses unk. The pt tests her blood glucose level four times per day. Her expected blood glucose readings range from 180 mg/dl to 230 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct. No further troubleshooting was performed during the call, as the pt did not have the meter or test strips available. The meter, test strips available. The meter, test strips and control solution were replaced. The pt was unable to obtain blood glucose readings due to the error 2 error message on th emeter, she became symptomatic and required emergency medical attention and treatment with insulin. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.